Manufacturer narrative:
An investigation has been initiated. The returned device was forwarded to the mfg facility for eval. When the investigation is complete a follow up report will be submitted.

Event description:
The tunneler gets severely bent and ends up leaving pieces of the sheath in the pt. Handle of peel away sheath snapped off.